Event description:
It was reported that after the 1st pass of a breast biopsy, the device misfired and the needle went through the lateral portion of the dr's thumb. The dr required a tetanus shot and anti-viral treatment. No further complications were reported.